Manufacturer narrative:
The investigation determined that non-reproducible, higher than expected troponin I es results were obtained from multiple patient samples while using the vitros eci immunodiagnostic system. There was no indication that a reagent issue contributed to the event. The investigation determined the sample was not processed in accordance with the tube manufacturer¿s recommendations. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. The assignable cause for the patients and the troponin I free sample is an instrument related issue. Additionally, a pre-analytical sample handling and an instrument issue cannot be ruled out as potential contributing factors.

Event description:
The customer obtained non-reproducible, higher than expected troponin I es results from multiple patient samples processed on a vitros eci immunodiagnostic system. Patient 1= 0.087 vs. Expected <0.012. Patient 2= 0.167 vs. Expected <0.01. Patient 3= 0.105 vs. Expected <0.01. Patient 4= 0.272 vs. Expected <0.01. Patient 5= 0.060 vs. Expected <0.01. Patient 6= 0.118 vs. Expected <0.01. Patient 7= 0.200 vs. Expected <0.01. Patient 8= 0.088 vs. Expected <0.01. Patient 9= 0.216 vs. Expected <0.01. Troponin I free sample= 0.069 vs. Expected <0.012. Biased results of the magnitude and direction observed may lead to inappropriate physician action if the results were to recur undetected. The higher than expected vitros tropi es result of 0.087 ng/ml on patient 1 was reported outside of the laboratory and the patient was treated with lovenox, flavix and aspirin. It was recorded in the patient 1 file that the tropi es 0.087 ng/ml result was a false positive. The patient 2 higher than expected vitros tropi es result of 0.167 ng/ml was reported outside of the laboratory, however, a corrected report was issued to the physician after repeat testing was complete. The higher than expected vitros tropi es results on patients 3-9 were not reported out of the laboratory. There is no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).